Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities believed to be related to the reported event. (B)(4). Stent dislocation and stent not retrievable are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4) submitted to FDA on: 6/27/2016.

Event description:
Prior to performing cataract surgery, the surgeon implanted two istents in the patient's right eye. During the cataract surgery one of the stents dislodged behind the iris was not able to be visualized at the completion of the procedure. The surgeon conferred with the glaukos medical monitor who reported that the cataract procedure was uneventful and that the stent was unable to be visualized one day post-operation. The patient is doing well otherwise. Additional information has been requested.